Event description:
It was reported that four months and fifteen days post a chronic catheter placement, the central line was allegedly unable to be unclogged despite several attempts. Reportedly, the catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac 4.2 f single-lumen cv catheter that are cleared in the us. The pro code and 510 k number for the broviac 4.2 f single-lumen cv catheter are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2027) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac 4.2 f single-lumen cv catheter that are cleared in the us. The pro code and 510 k number for the broviac 4.2 f single-lumen cv catheter are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter blockage issue as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 01/2027), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that four months and fifteen days post a chronic catheter placement, the central line was allegedly unable to be unclogged despite several attempts. Reportedly, the catheter was repaired. There was no reported patient injury.